Event description:
Approximately one year after the index procedure, there was in-stent restenosis.

Manufacturer narrative:
The pt presented to cath with unstable angina. Pre-procedure cardiac enzymes were ck: 199 (upper normal limit 195), and troponin I 5.85 (upper normal limit of 1.5ng/ml). A two part staged procedure was scheduled. Pre-dilation was conducted with an unk balloon at unk inflation pressure. A 3.5x23mm cypher (lot no. S0203047) was deployed in the proximal left anterior descending artery (lad) at 16 atm. Next, a 2.5x23mm cypher (lot no. S110300) was deployed in the mid lad at 14 atm. Finally, a 2.5x18mm cypher stent (lot no. S0203045 or r0203585) was deployed in the 2nd diagonal at 14 atm. Cardiac enzymes post-procedure were ck:mb 27.9 above upper normal limits (7), and at the second check, 3.75 above the upper normal limits. On the following day, a 3.0x18mm cypher (lot no. R0203340) and a 2.5x23mm cypher (lot no. S1102003) were deployed in the proximal circumflex. Finally, a 2.5x23mm (lot no. S11025003) and a 2.5x18mm cypher (lot no. Unk) were deployed at 14 atm in the obtuse marginal. The pt was discharged three days later without anginal complaints. One year later, the pt had no anginal complaints. A stress test was conducted and was negative. However, repeat coronary angiography showed 80% in-stent restenosis in the circumflex and 70% in-stent restenosis in the obtuse marginal. Please note that this product, (lot no. S1102003) is not distributed in the united states. However, it is similar to the us distributed device. The product was not available for analysis. Additional info received will be submitted within 30 days upon receipt. This is one of seven products used in the same procedure that were submitted under the following manufacturing numbers 9616099-2006-01175, -01176, -01178, -01179, -01180, -01181 and - 01182.